Event description:
It is reported that the pt was revised due to infection.

Event description:
Caller reports lancet is protruding from multiclix device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). On 12/07/2010 additional information was received that stated the lancet did not protrude past the end cap of the device. On 12/8/2010, the investigation was completed and found that the lancet did protrude past the end cap.

Event description:
It was reported that during a low anterior resection procedure, the surgeon used the reload and could not fire it properly. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
The event occurred in (B)(6). On (B)(6) 2010 additional information was received that stated the lancet did not protrude past the end cap of the device.